Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed various breaks throughout the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter broke. During preparation for a thrombectomy procedure, a fetch catheter was found to be broken. The device did not enter the patient. The procedure was completed with another of the same device and there were no patient complications reported.